Event description:
Customer reported that a pt developed a wound dehiscence at an unspecified time following colon surgery. The pt was returned to surgery for repair. Surgeon reports that no knots were seen and she saw "two free ends flapping in the wind."

Manufacturer narrative:
Date sent to the FDA: 06/18/2008. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.